Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been requiring several hard presses to obtain a response for the past month. She noted that the buttons feel abnormal. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that she wears the pump in her bra or on her waist with a clip.